Manufacturer narrative:
D10: (B)(6) - 200-01-03 - cemented cr femoral sz 3. (B)(6) - 200-04-34 - cemented finned tib. Tra sz 3f/4t. (B)(6) - 200-73-11 - cr tibial insert sz 3, 11mm, slope ++. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02063. The reason for the revision may be the result of the patient¿s reported pain and swelling, caused by prosthesis wear and instability. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 166 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint laxity, pain, and swelling/edema. No further issues or complications were reported. Device images and x-rays were provided. No device return anticipated. No additional information is available.